Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, in the past year, high out-of-range impedance measurements had occurred on the left ventricular (lv), right ventricular (rv), and right atrial (ra) channels of this cardiac resynchronization therapy pacemaker (crt-p). These each triggered a lead safety switch. The patient was seen in-clinic and the device was programmed back to bipolar. Boston scientific technical services (ts) discussed device evaluation methods and potential options for follow up. No adverse patient effects were reported. This device remains in service.